Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labour') and pregnancy with contraceptive device ('e baby') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2017. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were reported via social media - (B)(6), premature labour and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labour') and pregnancy with contraceptive device ('e baby') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2017. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were reported via social media - e baby, premature labour and device ineffective quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.